Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the patient entered the ed for a multitude of complications. Two bilateral ez-io 45mm needles were selected to insert into the proximal humerous. Therapy was started with the ez-io catheters, resulting in a severe infiltration. One needle came out, while the other was difficult to remove and broke upon attempt. Intervention - a decision was made to use surgical intervention to remove the ez-io needle and address other complications the patient was experiencing (other procedure secondary to traumatic injury). Surgical removal to remove the ez-io needle was unsuccessful and the foreign body remained in the patient.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation. Based on additional information received, there were no device deficiencies identified which caused or contributed to the reported event. The cause for the cannula breaking was likely due to operational context - user technique. Teleflex clinical personnel visited the user for training on appropriate ez-io technique and reemphasized several directions in the IFU including not to apply excessive pressure during insertion, correct needle selection and removal technique. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the patient entered the ed for a multitude of complications. Two bilateral ez-io 45mm needles were selected to insert into the proximal humorous. Therapy was started with the ez-io catheters, resulting in a severe infiltration. One needle came out, while the other was difficult to remove and broke upon attempt. Intervention - a decision was made to use surgical intervention to remove the ez-io needle and address other complications the patient was experiencing (other procedure secondary to traumatic injury). Surgical removal to remove the ez-io needle was unsuccessful and the foreign body remained in the patient.